Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Product was returned and returns team reported a broken weld at bottom rear.

Event description:
Dealer alleges that a weld has broken.